Manufacturer narrative:
(B) (4).

Event description:
Procedure type: colon resection. According to the reporter: original procedure was on (B) (6)2010 - the surgeon used a gia8038s stapler on the ileum. First firing of the stapler fired appropriately. The staples did not fire mid staple line. Re-op (B) (6)2010. The pt was returned to the operating room on pod #3 due to the issue. He initially showed signs of recovering from the first operation, before becoming unstable, being taken to the operating room and being found to have succus in the abdomen coming from the enterotomy seen in the photo. No bleeding. Pt in critical condition, intubated with open abdomen. Pt had ileo-rectal anastomosis resected, end ileostomy and hartman's crated and abdomen vac packed.